Manufacturer narrative:
Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the air reamer device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check power with test stand, min. 190 w to 260 w (watt), check for air leak, check for excessive noise, check for immediate stop, check the symmetry, check the cannulation, check for free movement, marking & labeling, general condition and check status of development. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further investigation of the device evaluation, it was determined that the device also failed pre-test for check starting behaviour at 2 bar. Additionally, it was noted that a piece of the hand exhibited general wear of the internal motor and other spare parts that in turn, generated bad operation of the equipment. If additional information should become available, a supplemental medwatch report will be sent accordingly.